Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively after midline spay, the device that was used to repair the muscle caused dehiscence. Midline ovariohysterectomy was performed . Incisional hernia of abdominal muscle was noted by the owner. As they walked into the practice, the abdominal contents herniated through the skin closure, which was intact when examined, and the gastrointestinal tract was eviscerated. The animal was anaesthetized and the body wall was repaired immediately. The device that was put in originally has been retrieved. Additional operation was performed to correct the issue. The sutures had come undone (the sample has been kept). The intestines and omentum was lavaged, reduced and the surgical site debrided. The abdominal wall was sutured and the sub-cut and intradermal skin was sutured. The dermis was sutured. The patient is currently doing well.